Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure issue occurred. The sensor was inserted into the abdomen on (B)(6)2024. On the same day, it was reported that the patient experienced a sensor failure which occurred the same day after the sensor had been inserted in the abdomen. On (B)(6)2024, the patient´s son arrived at 11pm and the patient was feeling restless, incoherent and had difficulty of urinating, yeast infection. He lost consciousness. The bg reading was reading high (over 500 mg/dl). The patient was wearing a sensor but it was not working, the sensor already failed and was not giving a reading. On (B)(6)2024, the patient´s son borrowed one of his sensors but it failed too. The patient was able to get a sensor that worked but was still reading high until friday (B)(6)2024. The patient was treated with insulin shots. The patient was taken to the emergency department and treated there with insulin shots. The patient was discharged on (B)(6)2024 with a normal blood glucose range. At the time of the report the patient was okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.